Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the respiratory therapist reported that the unit has check vent alarm. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Spoke to the biomed at (B)(6) memorial hospital. He stated that based on memory (the complaint is from 2016) that no technician came out and no parts were ordered for the unit in question. All of his ventilators are currently up and running. No new information received & no parts were returned to complete the fi. Should parts or information be provided in the future the complaint will be reopened and reassessed at that time.